Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise on prior iegm on atrial channel. All other lead values appear to be normal. No other evidence of noise before or after this episode. Lead remains implanted.